Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. The capsule was retched up by the patient and another capsule was not used. There was no harm to the patient, no intervention was required, and no repeat procedure was performed. The patient had retching and was coughing and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system and capsule will not be returned for investigation. The physician will not repeat the procedure.